Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, wear abrasion, void >1 mm on side non-textured and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening crease(sharp) and two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease(sharp) assessed as fold(flaw) opening, and two openings(striated) assessed as surgical damage.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.